Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17214741 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during an urgent cas case, a guidewire and a non-cordis guiding catheter were delivered as protections, and an aviator plus (.014 4.0x40 142cm) was delivered for inflation. However, it ruptured at 12 atmospheres. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. The lesion was from the common carotid artery to the internal carotid artery. The lesion was moderately calcified and mildly tortuous. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Event description:
As reported, during an urgent cas case, a guidewire and a non-cordis guiding catheter were delivered as protections, and an aviator plus (.014 4.0x40 142cm) was delivered for inflation. However, it ruptured at 12 atmospheres. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. The lesion was from the common carotid artery to the internal carotid artery. The lesion was moderately calcified and mildly tortuous. There was no reported patient injury. The product was clinically used and will be returned for analysis. The product did not look normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. An omnipaque contrast media was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The balloon inflated normally. The balloon inflated once prior to the burst. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.

Manufacturer narrative:
As reported, during an urgent cas case, a guidewire and a non-cordis guiding catheter were delivered as protections, and an aviator plus (.014 4.0x40 142cm) was delivered for inflation. However, it ruptured at 12 atmospheres. Therefore, it was replaced with a new non-cordis balloon catheter and the procedure was completed. The lesion was from the common carotid artery to the internal carotid artery. The lesion was moderately calcified and mildly tortuous. There was no reported patient injury. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). There was no difficulty removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product into the patient. An omnipaque contrast media was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device had to pass through a previously placed stent. The balloon inflated normally. The balloon inflated once prior to the burst. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. One non-sterile aviator plus .014 4.0x40 142cm balloon catheter was received for analysis coiled inside a plastic bag. Per visual analysis, a rupture damage was observed on balloon at 3.5cm from distal end. No other damages were found. A functional test was performed on the balloon unit received. Leakage due to a rupture on the balloon was observed. Sem analysis was performed to the received balloon unit to identify the possible root cause of the rupture on the balloon. Sem analysis results showed that the external surface of balloon presented evidence of scratched and abrasion marks near to the balloon axial burst condition and it is very likely that the same factors that caused the scratched marks on the balloon outer surface can also contribute to the axial burst condition found on the received balloon. The internal surface of the balloon did not present any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17214741 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was confirmed through analysis of the returned device. The exact cause of the rupture could not be conclusively determined during analysis. Based on the limited information available for review, lesion characteristics (moderately calcified and mildly tortuous) likely contributed to the rupture reported as evidenced by the scratch marks noted during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective/preventive action will be taken at this time.